Manufacturer narrative:
All pertinent information available to (B)(4). Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2016. On (B)(6) 2017, the patient reported tearing and a feeling of mild tenderness in the implanted eye. The patient reported accidentally poking the implanted eye in (B)(6) 2016, after which the eye appeared red. Intraocular pressure (iop) in the implanted (left) eye was 0 mmhg. A fluoroscein strip test showed no leakage in the implanted eye. The patient was instructed to not touch the implanted eye and orbital area. On (B)(6) 2017, patient came in for a follow-up visit, and reported fluid discharge in the implanted eye. Iop was 1 mmhg. The surgeon reported that the implant cable was exposed and the suture was in place on the device, but came loose from the sclera. Patient underwent revision surgery during which the implant was re-sutured to the sclera, and the exposed implant was covered with pericardium graft. On (B)(6) 2017, the iop was still low (not measurable). The surgeon reported that there was no leakage, the cornea appeared clear, and there were no signs of infection. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00006. All pertinent information available to second sight (B)(4). Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient experienced hypotony and conjunctival erosion in the implanted eye, and underwent revision surgery on (B)(6) 2017. New information: on (B)(6) 2017, patient had low intraocular pressure (iop) and conjunctival erosion in the implanted eye. On (B)(6) 2017, patient underwent revision surgery during which the sclerotomy site was sutured closed and the implant was re-sutured to the sclera. The cable and the sclerotomy site were covered with pericardium graft. On (b)(6 2017, iop in the implanted eye was 6 mmhg, the wound appeared sealed, and there were no signs of infection. On (B)(6) 2017, conjunctival erosion was observed over the electrode cable and patient's iop was low. A sclerotomy leak was reported as well. Patient underwent revision surgery on (B)(6) 2017 during which the sclerotomy was sutured closed again, the implant was re-sutured to the sclera, a scleral patch graft was placed over the sclerotomy, and pericardium was placed over the implant and the scleral patch graft. On (B)(6) 2017, the sclerotomy site, implant, and cable were well covered with conjunctiva. On (B)(6) 2017, the patient's iop was 2 mmhg, and the surgeon reported that there was no conjunctival erosion or implant exposure. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient experienced hypotony and conjunctival erosion in the implanted eye, and underwent revision surgeries on (B)(6) 2017. New information: on (B)(6) /2017, the intraocular pressure (iop) in the patient's implanted eye was still low (not measurable). Patient was also diagnosed with conjunctival erosion. On (B)(6) 2017, the patient underwent revision surgery during which conjunctival erosion was repaired and silicone oil was injected into the eye. The patient was seen for follow-up visits on 10/18/17 and 10/23/17, respectively. On (B)(6) 2017, the iop in the implanted eye was 2 mmhg, and the globe was reported to be holding well. The patient is on routine post-op steroids, antibiotics, and atropine eye drops. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00006. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient experienced hypotony and conjunctival erosion in the implanted eye, and underwent revision surgeries on (B)(6) 2017. New information: on (B)(6) 2018, the patient underwent surgery to remove the device due to recurrent conjunctival erosion and hypotony. The extraocular portion of the argus ii device was removed and the electrode array was left tacked to the retina. On (B)(6) 2018, the surgeon reported that the intraocular pressure in the explanted eye was 8 mmhg. There was no defect or malfunction of the device associated with this event.